Event description:
Info received indicates the head section will rise, but when the head up button is released, the head section will run back down to the low position.

Manufacturer narrative:
The tech isolated the problem to a stuck CPR switch. He cleaned the CPR switch and this resolved the unintentional movement.